Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s liquid crystal display(lcd) was missing the top segment on the number 7 within the character of the heart rate. The customer reported that there was no patient involvement.